Event description:
It was reported that during an endoscopic retrograde biliary drainage (erbd) procedure, resistance was encountered and shaft damge occurred. The lesion was located in an unspecified bile duct. The flexima 8.5fr/7cm biliary stent delivery system (sds) was advanced to the lesion, however, upon attempting to deploy the stent, resistance was encountered and the inner catheter stretched. The stent was able to be deployed and the procedure was completed without further intervention. No patient injuries or complications were reported. The patient's status is reported as "fine".